Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, upon removal of sensor due to sensor failure, patient reported that the sensor wire was detached from the sensor pod. Patient experienced no discomfort and required no medical intervention.